Event description:
This report is based on information provided by philips authorized service provider (asp) and with an investigation documented by philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device failed to power on during routine pre-use self-test. The device was not in clinical use at the time of event and there was no patient involvement. The analysis was performed by the customer only. Based on the information provided by the customer, the reported problem was determined to be caused by a malfunction of the battery. The root cause of the battery failure was determined to be due to the battery aging. The customer replaced the battery to resolve the issue, and the device was returned to service. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.